Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3389s-40, lot# v603031, implanted: (B)(6) 2011, product type: lead. Product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was a possible infection at lead extension connection. It was indicated that the hcp noticed a small wound over extension as he was about to do a routine battery change. The cultures were taken and the infecting skin excised, cleaned and closed. Battery change was being postponed until cultures comeback. The patient would be discharged on keflex antibiotics. The issue was not resolved at time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the skin above the lead and extension connection looked to be quite thin so the patient's health care provider (hcp) moved the connection to the side with more tissue. The hcp then changed the implantable neurostimulator (ins). If the lead and extension connection continued to erode, the hcp may explant the entire device and try to clear out any residual infection. The original infection came back as staph. The patient had been taking keflex.

Event description:
Information was received. Patient reported that their hairdresser saw the exposed extension after combing their hair. Patient was brought to the or and both extensions were removed and replaced with 2 new extensions in attempt to save the dbs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011,product type: extension; product ID 3389s-40, lot# v603031, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was having their entire dbs system removed because of the ongoing infection. The patient also experienced a lead extension erosion which was noted on (B)(6) 2017. The patient had their husband try to move some hair over their lead extension a couple of days ago and part of a scab came off exposing the extension. The device won't be sent to medtronic because it was being sent off for cultures. No further complications were reported as a result of this event. Additional information was received. Upon removing the dbs system, it was noted the leads looked like they created grooves in the bone where they were resting against the skull. No known cause of the grooves except for the leads resting in that area and no impact to the patient. No further complications were reported as a result of this event.